Manufacturer narrative:
Submit date: 12/6/2017. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that the enteral feeding pump failed to give the correct alarm. The device was run on different sets multiple times. The device would fail the rotor error alarm test intermittently, that is, it would either exceed the allotted time for the test (30 seconds), give the feed error instead of the rotor error within 30 seconds, pass the test by alarming appropriately within 30 seconds. Each of these outcomes happened intermittently while following the procedure set for the rotor error alarm test. The test was run on the same sets used to repeat the test with multiple personnel handling the test, or on different sets again with multiple personnel conducting the test.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed and the customer states, ¿intermittent failure of rotor error alarm test. The pump fails to give the correct alarm.¿ the unit was triaged and the customer¿s reported condition was confirmed. A trend has been identified and a corrective action has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.